Event description:
It was reported that this patient presented for a follow-up after hearing their device emitting tones. Review of the cardiac resynchronization therapy defibrillator (crt-d) system revealed a gradual increase in both the right ventricular (rv) pacing impedance and the shock impedance to out of range values. One episode of noise oversensing was also observed but could not be reproduced during testing. The out of range limit of the shock impedance was increased. The crt-d and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that indicated a system revision took place. The crt-d was explanted and replaced. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code.

Event description:
It was reported that this patient presented for a follow-up after hearing their device emitting tones. Review of the cardiac resynchronization therapy defibrillator (crt-d) system revealed a gradual increase in both the right ventricular (rv) pacing impedance and the shock impedance to out of range values. One episode of noise oversensing was also observed but could not be reproduced during testing. The out of range limit of the shock impedance was increased. The crt-d and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that indicated a system revision took place. The crt-d was explanted and replaced. The rv lead was surgically abandoned. No additional adverse patient effects were reported.